Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they didn¿t record the patient¿s current ins serial number, and they did not ask the patient about their replacement status. The rep stated that the patient was using high frequency settings, pulse width and amplitude. They added that they were not notified until the patient was at eos. The rep stated that they turned down the patient¿s settings to conserve what little battery they had left. They indicated that the eos seemed to be normal depletion based on the number of electrodes active and the high rate/pulse width. The rep stated that the eos has not been resolved, and the ins will need to be replaced. The patient was not weighed during their appointment. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for phantom limb pain. It was reported that ins was off/disabled and no longer providing therapy. An end of service (eos) code was reported. The patient was redirected to their healthcare provider to schedule replacement surgery. The ins had been replaced in 2015 and the caller questioned why this ins did not last as long as the previous device. There was a sudden change in therapy. No further complications were reported/anticipated. **see related pe (B)(4) for information related to prior eos.**